Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the lip of the reservoir tube is completely cracked and the plastic is falling off. Customer's blood glucose at the time of the incident was 117 mg/dl. Product is expected to return.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.